Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber broke. The procedure was completed using another fiber. There were no patient complications reported.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber broke. The procedure was completed using another fiber. There were no patient complications reported.